Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, the metallic tip of the device was in contact with the surgical field when it became detached. It was further reported that there was no delay in the procedure and no adverse consequences to the patient or user.